Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged cartridge alarm issue were verified. Additionally the alleged battery not charging issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 24 occurred. Subsequently, the customer received a power source alert after plugging the pump into a wall outlet. Additionally, a malfunction alarm occurred. Customer¿s blood glucose level was between 172-173mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.